Event description:
The customer reported ongoing light scatter (ls) offset high errors on the lh780. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) replaced the light scatter preamp module and sensor resolving the ls scatter offset errors. Upon recur, the failure mode identified could impact diff and retic results due to light scatter (ls) measurement error. (B)(4).